Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer blood glucose was 38 mg/dl. It was reported the customer have had a low blood glucose and wanted to up load the pump information into care link. The product was not returned for analysis.